Event description:
Purchased a new box of 1-day acuvue moist (90 day) past few days of attempting to put them in, I had such a bad burning sensation (like I had hot sauce on my fingers) that I couldn't put them in. I threw some away and thought it was possibly something on my fingers. Even though I throughly was my hands prior to putting them in. Today was the last attempt did my usual and couldn't get them in decided to soak my hands, clean under my nail beds and try again. Some result like hot cause in my eye. My son attempted to see if it was just me and same reaction. Clearly this patch is contaminated.